Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 09/06/2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained from the patient during a follow up call performed by the medical surveillance specialist (mss). The patient reported that the alleged inaccuracy began during an unspecified date during (B)(6) 2016. At this time the patient obtained blood glucose readings of ¿230, 330 and 220mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage as well as by taking unspecified oral medication and in response to the alleged product issue the patient stated that they had been consuming less food and/or drink since (B)(6) 2016 until present. The patient informed the mss that right after obtaining inaccurate high results on the subject meter and taking insulin based on these results they developed symptoms of ¿shaky and sweaty¿; symptoms the patient associated with low blood glucose levels. In response to these symptoms the patient self-treated by consuming food and drink. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient¿s products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.